Manufacturer narrative:
Customer has not sequestered the devices, no devices will be returned. Additional patient demographics were requested but not provided.

Event description:
It was reported the channel infusing norepinephrine 64 mcg/ml became disconnected from the pump (fell off during transport). The patient suffered hypotension and bradycardia, ensuing cardiac arrest requiring 2 minutes of CPR and treatment with epinephrine 0.1mg. It was then reported the patient "turned out ok" and the patient's stay in ICU was not prolonged due to the event. It was also noted that 5 channels were attached to the pcu and the norepinephrine was one of the outermost channels. Not all of the channels were infusing and turned on during transport. The event occurred in intensive care unit. The maximum number of channels the alaris system can have attached are 4 pump modules, unless an auto ID module is in use.